Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:17:09. During night drain cycle four, the patient's ultrafiltration reading was 1845ml, indicating the home patient (hp) drained 1845ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1845 ml during therapy initiated on (B)(6) 2011 23:17:09, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(6) 2011 23:17:09. A partial fill was delivered during fill 4 of 5 of 795 ml, which was less than the expected fill volume of 2000 ml. Review of the event log revealed the cycle 4 drain was completed on (B)(6) 2011 at 07:34 and the user's actual drain volume during cycle 4 was 2640 ml. The user had a partial fill and the actual drain volume of 2640 ml is 132% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.